Manufacturer narrative:
Additional information : the lot was manufactured from july 18, 2019 - july 22, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the device with green colored water. During fill no evidence of a leak was observed. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the connector. This was identified in the dispensing room before treatment. There was no patient involvement. No additional information is available.